Event description:
It was reported that patient was hospitalized due to severe flare-ups in (B)(6) 2009. The doctor "assumed it might be the battery" and the pump was replaced. It was noted that "things had been the same since replacement" and patient had extremely severe nerve pain flare-ups. The patient's reflex sympathetic dystrophy (rsd) syndrome had gotten worse. The drug delivered via the device was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported that the increased symptoms may have been related to intentionally reducing the dilaudid dose. The dosage reduction was in response to lower extremity edema and leg swelling. The patient was hospitalized for pain control. The device was used to deliver dilaudid, bupivacaine, and baclofen.

Manufacturer narrative:
(B)(4).